Manufacturer narrative:
The evaluation of the device confirmed the followings; the insertion tube was wrinkled. However, the coating of the insertion tube of the device was not peeled off. Based on this evaluation, olympus re-evaluated this event that the insertion tube was wrinkled and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube of the device was partially peeled off. There was no report of patient injury associated with this event.